Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy/ issues related to nickel allergy and essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: as per patient social media post, she was scheduled to have essure removed on (B)(6) (year not provided). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy/ issues related to nickel allergy and essure') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: results: positive for nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Essure indication, implant and explant date added. Action taken with drug added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy/ issues related to nickel allergy and essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: as per patient social media post, she was scheduled to have essure removed on 24-september (year not provided). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: results: positive for nickel. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.